Manufacturer narrative:
No button error alarm noted. However the insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 191 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.